Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic 34 millimeter (mm) valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 16 mm x 40 mm balloon. Upon deployment of the first valve, an infold was identified. Subsequently, the valve was recaptured, the system was withdrawn from the patient, and a new 34 mm valve was opened and loaded into a new delivery catheter system (dcs). Upon the deployment of the second valve, an infold was once again identified. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. It was decided to change sizes from 34 mm to a 29 mm valve, which was loaded into a new dcs. The 29 mm valve was ultimately implanted successfully. Per the physician, the patient's anatomical dimensions contributed to the infolds. No patient complications were reported as a result of this event.